Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6; h11. The reported event was confirmed by review of x-rays. A radiograph was provided and reviewed by a health care professional. Review of the available record identified the following: plate fixation of bilateral mandibular osteotomy. The left plate is fractured with mild malalignment. Thin lucency through the right plate may represent an additional nondisplaced plate fracture. The device history record was not reviewed due to: lot identification is necessary for review of device history records; lot identification was not provided. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6a: implant date - unknown date in (B)(6) 2025. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an orthognathic procedure. Subsequently, multiple plates were noted to be fractured approximately 4 to 6 weeks post-operatively. The patient underwent unknown surgical intervention on an unknown date.